Event description:
It was reported that the physician performed a versapoint resection of a 3-cm anterior intra-cavitary mass using the vaporizing loop electrode. The patient was healthy with no previous uterine surgery. The case was progressing uneventfully when, 1/3 of the way into the case, the anesthesiologist alerted him to the abrupt development of hypoxia, decreased end-tidal co2 and tachycardia, thought to be manifestations of an air or gas embolism. The surgery was stopped and the symptoms resolved completely within 1 minute. The physician believes this to be caused by an air or gas embolism, although he cannot definitively rule out fluid overload as a cause of the event. No extreme measures by anesthesia were needed. The physician proceeded to complete the case uneventfully. The procedure was performed under general anesthesia in mild trendelenberg position. The physician does not know if nitrous oxide was used. The intrauterine pressure was not monitored. Fluid was provided by gravity flow without any active pump. The fluid deficit was monitored manually and judged to be "unremarkable", doppler monitoring was not employed. No air was noted to enter the uterus through in-flow lines or during bag changes. Dr did repeatedly remove the resectoscope in order to clear chips, but did not associate the event with reinsertion or removal of the device. No dilitation of the cervix was required following the onset of the hysteroscopic procedure. The initial dilitation was facilitated by laminaria and was not difficult. Post-operative pulse oximetry and arterial blood gas evaluations were normal. The patient received depo-provera prior to the surgery to stop their bleeding. The patient was observed overnight. Immediately prior to intended discharge pt spiked a temperature to 101. Work-up revealed bilateral pleural effusions on cxr. No other signs of fluid overload were observed. A mi work-up was negative. The patient was given lasix. The cxr improved thereafter. With no further fevers, pt was discharged. Their subsequent course has been unremarkable and patient is pleased with the outcome of the surgery. The source of the fever remains undetermined. The pathology report showed the 3-cm intracavitary mass to have been an adenomyoma.